Event description:
Patient received a 3.0 x 08mm cypher stent in 2005. He could not recall where the stent was placed. One month after receiving the stent, he complained of chest pain. He was taken to the hospital where stress test was performed. Stress test was normal and EKG was normal. He was then discharged. Six months later, the patient was taken off his plavix. Two months later, he suffered a heart attack. Physician told him that his previously treated artery had 100% blockage. The patient was treated with two non-cordis stents. Patient is currently taking aspirin, lipitor, toprol, zestor, and plavix. He noted that he has been feeling well.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.